Event description:
During ptca stent procedure, following a post stent implantation/dilatation, the md was unable to withdraw ptca balloon. The balloon catheter had broken into 2 pieces and a section of the distal catheter remained in the coronary artery. Pt was taken to or for surgery to remove balloon catheter fragment and for CABG. Pt left or in satisfactory condition.